Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the serial number was not provided therefore a device history record was not performed. Based on clinical data and literature, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, as the serial number was not provided and the product remained implanted, a true root cause to the stent fractures could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty-two months after the implant of this transcatheter bioprosthetic pulmonary valve, a second transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve due to stenosis and a stent fracture. No adverse patient effects were reported.

Manufacturer narrative:
The serial number was received and added to this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.